Event description:
It was reported that the pacemaker-dependent patient presented for a generator change procedure due to an elective replacement indicator (eri). During the procedure, when the physician attempted to remove the chronic right ventricular (rv) lead, it was noted that the set screw of the pacemaker appeared damaged, and the wrench could not engage with the set screw. A temporary pacing lead was used as a backup to complete the procedure. The pacemaker was explanted and replaced on (B)(6) 2025. The chronic rv lead was successfully removed from the old pacemaker¿s header after multiple attempts and was inserted into the new pacemaker. The temporary pacing lead was then explanted. The patient remained stable throughout.